Manufacturer narrative:
The implant explant date is unknown. The implant explant date is not (B)(6) 2016.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a revision of a sternalock 360 took place due to loss of fixation. It is reported that the band broke post operatively. It is reported the surgeon closed the patient using wires. It is reported the patient's recovery was well.

Manufacturer narrative:
Correction narrative in report 0001032347-2016-00611-1 "the device history records were reviewed in the evaluation and no non-conformances were found." The lot number is unknown, therefore the device history records are unable to be reviewed.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The device history records were reviewed in the evaluation and no non-conformances were found. According to the evaluation, the instructions for use state, ¿tension should be applied until the bone halves are approximated and visually contacting.¿ the instructions for use also state, ¿the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing.¿ a visual evaluation revealed one of the bands fractured. According to the evaluation, the fracture analysis did not reveal any manufacturing defects. According to the evaluation, the fracture was likely a bending fatigue fracture. According to the evaluation, the second band did not fracture, however it did slip through the cam of the locking mechanism. The parts were measured for features critical to the locking of the band and were found to be within specification. According to the evaluation, the third band was cut for removal. According to the evaluation, the complaint is confirmed. The most likely underlying cause was determined to be excessive force applied to the implant, due to a gap in the sternum, trauma, or patient conditions. According to the evaluation, there are no indications of manufacturing defects.